Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), menorrhagia ("increased menses"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a hysterectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, vaginal discharge, menorrhagia, headache, fatigue, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, vaginal discharge and weight fluctuation to be related to essure. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("increased menses"), rash ("rash"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) and underwent a hysterectomy./ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and headache outcome was unknown and the abdominal pain, vaginal discharge, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, allergy to metals, fatigue, alopecia, hormone level abnormal, weight increased and skin disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : event weight fluctuation is updated to more specific event weight gain. Events added- dysmenorrhea, pelvic pain, rash/skin condition, nickel allergy, device breakage, hair loss, hormonal imbalance, device monitoring procedure not performed. Patient demographic added, essure removal date added, essure indication updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('malposition of essure device') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included gravida ii, stillbirth nos and miscarriage. Concurrent conditions included menorrhagia, uterine fibroids, pelvic adhesions, hydrosalpinx, ovarian cyst, hemorrhagic cyst, paratubal cyst, ovarian cystadenoma and allergic rhinitis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("increased menses"), rash ("rash"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), skin disorder ("skin condition"), dry skin ("dry itchy skin"), pruritus ("dry itchy skin"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower stomach cramps") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, unilateral oophorectomy, salpingectomy (bilateral) and underwent a hysterectomy./ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, headache, dry skin, pruritus, cystitis, urinary tract infection, vaginal infection, abdominal pain lower and back pain outcome was unknown and the abdominal pain, vaginal discharge, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, allergy to metals, fatigue, alopecia, hormone level abnormal, weight increased and skin disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, pruritus, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2010. Essure device was 2 to 3 coils protruding from external os following procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device, dry itchy skin, bladder infection, urinary tract infection, vaginal infection, lower stomach cramps and lower back pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("increased menses"), rash ("rash"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) and underwent a hysterectomy./ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and headache outcome was unknown and the abdominal pain, vaginal discharge, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, rash, allergy to metals, fatigue, alopecia, hormone level abnormal, weight increased and skin disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, rash, skin disorder, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.